Manufacturer narrative:
The pump was received stuck in a critical pump error and unable to download due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area and cracked battery tube threads. The pump was received with corrosion in the battery tube, a forced sensor and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.